Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no battery out limit alarm noted. All operating currents are within specification. There was no unexpected blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 122 mg/dl at the time of incident. The insulin pump will be returned for analysis.